Event description:
It was reported that a user on the ilet bionic pancreas experienced a low blood glucose of 51 mg/dl without symptoms on the second day of use after beginning meal announcements, and the event was handled as hypoglycemia with unclear cause; oral glucose was taken per standard guidance and troubleshooting and education were completed. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no reported injury, no medical intervention beyond oral glucose, and no hospitalization or emergency care. Investigation included customer interview and device use review through troubleshooting and education. Investigation of this case revealed no device malfunction reported and an event consistent with early therapy adaptation. It was concluded that the event was user-experienced hypoglycemia with unclear etiology and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.